Event description:
Female admitted for a laparoscopic procedure, during surgery a piece of the jaw from the device broke off in the pt. The pt was located using a c-arm xray and was removed. No pt injury.

Manufacturer narrative:
Gyrus acmi, inc. Received a maude event report giving us very little info regarding this complaint. At the time of this report, multiple attempts to obtain further info have been unsuccessful, and the device has not been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.